Manufacturer narrative:
For the phosphorus results: phosphorus calibration data was acceptable. The customer's phosphorus qc results were unstable, but were within range on the day of the event. No issues were observed during a review of the alarm trace data. The customer does not clean the sample and reagent probes. This is only done by the field service engineer (fse). A general reagent issue has been excluded since calibration and qc were acceptable. The investigation determined the event was consistent with a maintenance issue since the customer does not clean the sample and reagent probes. Product labeling lists cleaning the sample and reagent probes as part of daily customer maintenance. The service actions resolved the issue.

Manufacturer narrative:
All system reagents and electrodes were replaced. The fluid path was cleaned and the liquid waste cup was cleaned. Valves were checked and cleaned. The customer noted that ise tests were unstable as there was variation in calibration recovery. This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect ci for gen.2 and phos2 phosphate (inorganic) ver.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cl value of 99.5 mmol/l, which repeated as 115.8 mmol/l. The sample initially resulted in a phosphorus value of 2.11 mmol/l, which repeated as 1.40 mmol/l. The cl electrode lot number and expiration date were requested, but not provided. The phosphorus reagent lot number was 46980701, with an expiration date of 31-jul-2021.